Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete.

Event description:
The event is reported as: complaint alleges: the customer reported "urinary catheter snapped at y junction resulting in significant distress and putting repair of hypospadias at risk." No reported pt injury.